Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during a manual prime. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery when a new reservoir was applied. The customer was advised changing the reservoir resolved the issue. The customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusion was noted.